Event description:
During removal of PICC in 2001, the line broke subcutaneously and embolized to pt's pulmonary artery. Attempts to remove embolized fragment were unsuccessful, portion remains in pt.